Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The product was received and the pce is performed and confirmed the reported event. The investigation is pending, if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner package was open and the powder leaked out. No adverse events have been reported as a result of the malfunction.

Event description:
It was reported that the inner package was open and the powder leaked out. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Evaluation of returned device found that the sealing was opened. The review of the device manufacturing quality record indicates that 2 951 products biomet bone cement 1x40g, reference (B)(4), lot number a641aj1702 were manufactured on 3 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 7 similar complaints have been recorded for biomet bone cement 1x40g, reference (B)(4), lot number a641aj1702 on the reported event within one year. According to available data, the most probable root cause is due to packaging issue (sealing process). Corrective action has been initiated to address reported issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). The review of the device manufacturing quality record indicates that 2 (B)(6) products biomet bone cement 1x40g, reference (B)(4), lot number a641aj1702 were manufactured on 3 february 2017. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
It was reported the inner package was open and the powder leaked out. No adaverse event has been reported.